Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having low blood glucose of 45mg/dl but their setting was for 70mg/dl and alarmed threshold suspend. Customer treated with juice. Customer's blood glucose was 127mg/dl at the time of the call. Customer declined low blood glucose troubleshooting and indicated that the sensor has been changed and the pump is working fine. No further details given.